Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fse cleaned the reagent probe and verified adjustments. Instrument performance testing was within specification. The calibration signals provided were lower than expected. Qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas 6000 e601 module. The initial result was 41,607 miu/ml. This result was reported outside of the laboratory. The patient was transferred to another facility and another sample was tested with a result of <1 miu/ml. The physician then requested a repeat of the original sample. The repeated result was <1 miu/ml. The results of <1 miu/ml were believed to be correct. The reagent lot number was 5163905 with an expiration date of 30-apr-2022.